Manufacturer narrative:
A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/details have been requested but no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that by the end user that she developed a red rash on her abdomen under the bottom half of the tape collar. It was stated that this first occurred in (B)(6) 2016, and has not resolved. She has been seen by a physician who diagnosed a yeast infection and prescribed oral diflucan and topical nystatin to treat the peristomal skin irritation. The end user was also seen by a wocn who instructed her to cover the involved area with duoderm extra thin dressings. The end user also reported that she has not been showering as she states the yeast infection seems to get worse when she does. No further information has been provided.